Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("chronic pain"), sarcoidosis ("active sarcoidosis") and salivary gland neoplasm ("tumour on the left parotid") in a (B)(6) year-old female patient who had essure (batch no. 654825, 654844) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous (4 children) and squamous cell carcinoma of the cervix. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion disability), sarcoidosis (seriousness criterion medically significant) with chest pain, salivary gland neoplasm (seriousness criterion medically significant), headache ("headache") and neck pain ("neck pain"). The patient was treated with pregabalin (lyrica), analgesics, fentanyl (durogesic), morphine sulfate (actiskenan) and surgery (exeresis of tumour on the left parotid). At the time of the report, the pain, sarcoidosis, salivary gland neoplasm, headache and neck pain outcome was unknown. The reporter provided no causality assessment for headache, neck pain, pain, salivary gland neoplasm and sarcoidosis with essure. The reporter commented: analgesics did not provide relief. Lyrica did not provide relief. She received treatment with a morphine derivative, which did not provide relief. She had a prescription for durogesic, which she did not refill. Treatment compliance was not optimal. Her general practitioner advised her to place the durogesic patches every 72 hours, to supplement this, if necessary, with actiskenan 5 mg between doses. Date of the incident was reported as (B)(6) 2009. She also commented the tumour on the left parotid will not require clinical or radiological monitoring. Essure lot number 654844 was inserted on (B)(6) 2009 and lot number 654825 on (B)(6) 2010. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 16-nov-2017 for the following meddra pt: pain: n° (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Lot number: 654844 manufacture date: jul-2008; expiration date: jul-2012. Lot number: 654825 manufacture date: jul-2009; expiration date: jul-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("chronic pain"), sarcoidosis ("active sarcoidosis") and salivary gland neoplasm ("tumour on the left parotid") in a (B)(6) female patient who had essure (batch no. 654825, 654844) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous (4 children) and squamous cell carcinoma of the cervix. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion disability), sarcoidosis (seriousness criterion medically significant) with chest pain, salivary gland neoplasm (seriousness criterion medically significant), headache ("headache") and neck pain ("neck pain"). The patient was treated with pregabalin (lyrica), analgesics, fentanyl (duragesic), morphine sulfate (actiskenan) and surgery (exeresis of tumour on the left parotid). At the time of the report, the pain, sarcoidosis, salivary gland neoplasm, headache and neck pain outcome was unknown. The reporter provided no causality assessment for headache, neck pain, pain, salivary gland neoplasm and sarcoidosis with essure. The reporter commented analgesics did not provide relief. Lyrica did not provide relief. She received treatment with a morphine derivative, which did not provide relief. She had a prescription for duragesic, which she did not refill. Treatment compliance was not optimal. Her general practitioner advised her to place the duragesic patches every 72 hours, to supplement this, if necessary, with actiskenan 5 mg between doses. Date of the incident was reported as (B)(6) 2009. She also commented the tumour on the left parotid will not require clinical or radiological monitoring. Essure lot number 654844 was inserted on (B)(6) 2009 and lot number 654825 on (B)(6) 2010. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-aug-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 376 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report